Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The fse performing the pm replaced the battery pack, li-ion and completed pm. The fse performed full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site; his contact information are as follows: (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge field service engineer (fse) a cardiosave intra-aortic balloon pump (iabp) failed to meet the minimum battery run time test. There was no patient involvement, and no injury or adverse event reported.